Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication error when trying to upgrade the pump. The customer reported no adverse event. The event involved product(s) mmt-6121. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6121.

Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy s21 5g (os 13) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement (B)(4). Document (B)(4). Version g. Based on the description from the sap and po notes the fota test team found the customer was faced with the "communication error" pop-up. This behavior might be triggered by the corrupted connection between the mobile device and the pump by the third-party device (wireless earphones or fitbit). From our test team experiences the following advice can help the customer to resolve the pairing problem : 1. Go to settings > bluetooth (not a quick settings). 2. Unpair the pump from the paired devices. 3. Please make sure to remove all previously paired devices from the mobile device bluetooth settings (headphones or any other accessories). 4. Turn off bluetooth for a few seconds (not from quick settings). 5. Turn on bluetooth (the customer should see an empty list of connected devices). 6. Be sure to place the pump near the mobile device during the upgrade process. 7. We will go ahead and close this ticket. If the customer still experiences issues related to the fota app, kindly create a new svn ticket and please ask to provide logs as usual. Thank you. However, the helpline informed that the issue was resolved by itself on the customer's side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mmt- 6121 is always not reportable so downgrade the reportability, this is an updater application.